Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the maryland bipolar forceps instrument was not working. A screw was found on a drape. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was in motion during the event, although the jaws were not articulating. It is unknown whether the instrument was moving with unintuitive motion. A missing screw, originally located at the housing of the instrument, was found on the drape. Unfortunately, there are no photographic images or video recordings of the procedure available for review by intuitive surgical.

Manufacturer narrative:
Correction: h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have the grip input disk/shaft axis # 6 completely detached/broken and input disk/shaft #7 was found to be broken into pieces inside the housing. As a result of the fully broken inputs, functional testing for motion related issues could not be performed. No other components near the broken inputs were damaged/other components near the broken inputs were damaged which may indicate potential improper reprocessing. The missing piece of the input disk was not returned with the instrument by the customer. The complaint regarding instrument not working, found screw on drape was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions.

Event description:
Refer to h11 for follow-up information.